Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: the whole blood colltection set was not returned for investigation. The lotnumber was not specified by the customer. Reserve samples of a lot that was shipped to thecustomer in the timeframe 160822kk were visually examined and the solution volume and solutioncomposition were tested, with no abnormalities noted. The records regarding the particulateremoval rates of the filter membranes were reviewed. All membranes conformed to establishedspecificationthe manufacturing and testing records of lot 160822kk were reviewed with no abnormalitiesnoted.there have been no other similar complaints against this production lot number.root cause: a definitive root cause could not be determined. Possible root causes of hemolysisare:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter occlusion

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. The whole blood collection set is not available for return because it was discarded by the customer.